Event description:
Problem: low tidal volume alarming. Pt's breath sounds were present bilat and equal. Vt 150. Pt ambu bagged easily and lungs appeared to be compliant. Repeat attempts to find the leak in the circuit failed. This was done as pt was on ambu bag with peep valve. It was decided to change the entire vent and circuit. The pt's blood pressure did rise to 180 during this time, but sats never dropped below 98-99%. Follow up cxr revealed no new anomalies. Abg's revealed satisfactory levels. Pt stable since new vent/circuit set up. Inhouse biomed eng: full performance verification passed. Did not duplicate reported problem during servicing of unit. All system tests ok to specifications. Pb field service division: refer to service recap #dd2538. Service rep could not duplicate stated problem. Performed complete est. Returned to service.